Event description:
It was reported that error code 41786 occurred during testing, which typically indicates a failure of the user interface to exit its reset state. This often occurs during configuration or when the pump is powered on. The issue can be caused by a faulty printed wiring assembly (pwa). There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis of complaint that error code 41786 occurred. Review of event log confirmed error code. There was no relevant service history. Visual and functional testing was performed. Customer complaint of error code cannot be confirmed through accuracy testing. Upon further found downstream occlusion (dso) seal and upstream occlusion (uso) seal lifting. Dso seal and uso seal were replaced. Device passed all testing criteria post repair.